Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead was placed in the right ventricle and the physician wanted to relocate the lead to a more optimal his pacing site. However, the lead was not able to be removed from the site even with several rotations. Measurements were acceptable and the physician elected to keep the lead in the existing location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.